Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation indicated that the event could not be reproduced after testing with similar lot code product. It is suggested that the event was attributed to improper mixing/application technique.

Event description:
The bone cement would not set after implantation. There was no adverse consequence for the pt or delay in surgery or anesthesia time.